Manufacturer narrative:
Device not returned

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.